Manufacturer narrative:
The customer noticed that the cuvette wash unit was leaking and dripping fluids into the cuvettes. The field service engineer found the springs and the mechanism that hold the nozzles in place were loose and dislocated. The rinse nozzle is part of the customer's daily maintenance. It was possible the customer touched the nozzle holder by accident. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable creatinine results for three patient samples from the cobas 8000 c702 module. Sample 1 initial result was 131 umol/l and the repeat result was 187 umol/l. Sample 2 initial result was 73 umol/l and the repeat result was 99 umol/l. Sample 3 initial result was 61 umol/l and the repeat result was 107 umol/l. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.